Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with eleven remaining clips. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failure. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. The clip applier jammed while loading for the first firing. The handle was not able to be squeezed when the device jammed . There were issues with the loading or firing of the clips. No clips were able to load properly into the jaws at any point during use. In order to resolve the issue and complete the case, opened another clip applier and the procedure was completed without incident. There was no patient harm. The patient outcome is alive, no injury. The relevant medical history of the patient: biliary dyskinesia.